Event description:
It has been reported to philips that there are il issues with azurion 7 b20\15. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there are some issues with the system. No further information regarding the issue. No service has been performed by philips as the field service engineer (fse) tried reaching the customer several times, but fse did not receive any response from the customer regarding the complaint. Investigation concludes that no further action is required at this time. To date, no further information was received. The codes were updated based on the investigation outcome.